Event description:
User received erratic sodium results for one patient sample. Original result was 101 mmol/l, repeat results were 117 and 137 mmol/l. No erroneous results were reported, and patient was not treated based on the erroneous sodium recovery. The field service representative determined there was damaged pinch tubing. He replaced the pinch tubing and cleaned sv8. Performance tests were performed.